Event description:
A physio-control sales representative reported that their device would not power on with ac or dc power. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and observed that ac power failed but dc power was still available with a charged battery. Physio-control determined that the cause of the reported failure was due to a shorted field effect transistor, designator q6, which caused an open fuse, designator f1.